Event description:
It was reported that the patient was diagnosed with right vocal cord paralysis by an ent. The patient reported that the vocal cord paralysis is related to vns therapy because the device was programmed off for an MRI and the patient's voice went back to normal. The patient speaks with a deep rasp and has to strain to be heard. No interventions have been taken to date. The physician reported that the relationship of the vocal cord paralysis to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.